Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 30 mg/dl to 40 mg/dl with blurred vision, confusion, and difficulty walking associated with and insulin on board (iob) issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the iob was not calculating correctly into the bolus total, however troubleshooting indicated that the patient did not have the iob feature turned on. As a result, the patient reportedly kept delivering extra boluses, resulting in the low bg. The reporter noted that the patient¿s healthcare provider made recent adjustments to basal rate setting. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.